Event description:
The customer reported that the system loses calibration settings and it doesn't start running.

Manufacturer narrative:
This MDR is related to ge healthcare. The system was repaired, found to be operating as intended, and released to the customer for use.